Event description:
A customer sales representative stated they were informed of a pt who underwent a diagnostic procedure at the department of radiology. The pt was then sent to the department of urology to have the foley removed. The urologist cut the catheter shaft and it was stated the foley discharged with the urination.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.